Event description:
A falsely elevated ctni result of 9.0 ng/ml was obtained on a pt serum sample using a dimension rxl analyzer. A result of <0.03 ng/ml was obtained when the original sample was retested on a stratus cs analyzer. A result of 0.02 ng/ml was obtained for a plasma sample of the pt tested on the stratus cs analyzer and on a dimension rsl analyzer. Pt treatement was not prescribed or altered as a result of the falsely elevated ctni result. There was no report of adverse health consequences as a result of the falsely elevated ctni result. Analysis of instrument and sample data indicated a sampe integrity issue. Blood collection tube manufacturers recommend a minimum of 10 minutes of centrifiguration time. Laboratorian reported centrifuging the serum sample for three minutes only.